Event description:
It was reported that the patient had the inflatable penile prosthesis removed as it had migrated from the distal portion to the mid shaft of the penis. There was a sinus duct that was removed and irrigated out. A new inflatable penile prosthesis was implanted. No patient complications were reported.